Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose level was 180 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.